Event description:
It was reported that the device made a grinding noise inside the handle. The procedure was unk and it was unk how the case was completed, however, it was reported that there was no pt consequence.

Manufacturer narrative:
Analysis summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.